Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the pump had possible over delivery anomaly. The customer experienced very low blood glucose. The customer's blood glucose at the time of incident was unknown mg/dl. The customer alleged that the pump was over delivering insulin. The customer's current blood glucose was 104mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.